Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months . The event occurred at (B)(6). The pump was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018. The patient was found in the car with no vital signs. There were no alarms from the system controller. The patient was transferred to the hospital. The patient had suffered out-of-hospital cardiac arrest (ohca), and no further medical treatment was provided. The system controller was subsequently disconnected. No additional information was provided.